Event description:
Patient reported a right side exchange from textured to smooth due to the patient concern of the implant. Healthcare professional additionally reported "deflation" and exchange from textured to smooth due to the patient concern of the implant. A different healthcare professional later reported deflation and exchange of textured device due to patient's concern with product. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, d6a, d6b, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: - deflation: observed, one opening assessed as surgical damage. - anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, crease was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported a right side exchange from textured to smooth due to the patient concern of the implant. Healthcare professional additionally reported "deflation" and exchange from textured to smooth due to the patient concern of the implant. A different healthcare professional later reported deflation and exchange of textured device due to patient's concern with product. The device has been explanted and replaced.

Event description:
Patient reported a right side exchange from textured to smooth due to the patient concern of the implant. Healthcare professional later reported deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.